Event description:
Steris table was in use for hysterectomy case. Once lowered using the hand control for desired height continued to lower itself even after hand control was not used. Legs of the surgical table continued to move up. The patient was moved to gurney and into another operating room. Biomed and manufacturer representatives were notified. FDA safety report ID # (B)(4).